Event description:
Patient reported chipping on their front of their bottom and top teeth. They also reported the tops of all their front and bottom teeth look clear like they never did before. They went to their dentist who all the chipping on their teeth has happened within the last six months since they were seen by the dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.